Event description:
Nurse went to pull sheath with femostop. When tested, bulb inflated but device had error message. Had to be changed for a new device.====================== health professional's impression======================when tested, bulb inflated but device had error message.